Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared according to the instructions for use. The sheath was introduced into the left atrium over an exchange wire. After removing the dilator and wire, the sheath was aspirated, and a large air leakage was noted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. B5: describe event or problem - updated.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared according to the instructions for use. The sheath was introduced into the left atrium over an exchange wire. After removing the dilator and wire, the sheath was aspirated, and a large air leakage was noted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further reported that only the dilatator was inside the sheath at the time of the event. The irrigation method used was via a pressure bag at 30ml/h. No air was seen into patient. No damage was observed in the luer. The leak was a slow drip.